Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested further information not provided.

Event description:
It was reported that the device was giving a channel error message. The upstream pressure transducer was replaced and tested. This fixed the problem. Although requested, further information was not provided.